Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 213 mg/dl. The customer stated their number continue to scroll after they attempt to change their carbs or blood glucose. The customer stated that she had the pump in her bra, but that is not unsual. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No unresponsive button was noted and all of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a cracked display window.